Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6). The investigation determined that the anti-hcv ii assay performed within specifications. The specificity of the assay, as outlined in the method sheet, allows for the occurrence of single false positive results. Two patient samples collected on (B)(6) 2022 were tested on a cobas e 602 module using the anti-hcv ii reagent and generated reactive results of 1.75 coi and 1.86 coi. These samples were also tested using the fujirebio innolia hcv score assay, which generated negative results. Calibration data from the customer site showed slightly higher-than-expected signals for cal1 and slightly lower-than-expected signals for cal2, but these deviations were not deemed to impact assay performance. No sample material was provided for the investigation of the progba external control. The root cause of the reported false positive results was attributed to the assay's specificity limitations. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the anti-hcv g2 elecsys cobas e 200 v2 assay on the cobas 6000 e601 module. Additionally, an external control (progba) was tested and generated a reactive result on roche instruments, which was expected to be non-reactive. The patient sample was initially tested on (B)(6) 2021 using the cobas 6000 e601 module and generated a reactive result. The same sample was tested on the abbott architect system on the same date and generated a negative result. On (B)(6) 2021, the sample was retested on the cobas 6000 e601 module and again generated a reactive result. In (B)(6) 2021, a new sample from the same patient was tested on the cobas 6000 e601 module and generated a reactive result. The same sample was also tested on the abbott architect system and generated a reactive result. No confirmatory testing by immunoblot was performed. Two additional samples from the same patient, collected on (B)(6) 2022, were tested on the cobas e 602 module using the anti-hcv ii reagent and generated reactive results of 1.75 coi and 1.86 coi. These samples were also tested using the fujirebio innolia hcv score assay, which generated negative results.

Manufacturer narrative:
Correction - b5 originally stated the following: "two additional samples from the same patient, collected on (B)(6) 2022, were tested on the cobas e 602 module using the anti-hcv ii reagent and generated reactive results of 1.75 coi and 1.86 coi. These samples were also tested using the fujirebio innolia hcv score assay, which generated negative results." B5 should be updated to state: two additional samples from the same patient were collected on an unknown date and tested on a cobas e 602 module used for investigation and using the anti-hcv ii reagent, generating reactive results of 1.75 coi and 1.86 coi. These samples were also tested using the fujirebio innolia hcv score assay, which generated negative results. Correction - h11 originally stated the following: two patient samples collected on (B)(6) 2022 were tested on a cobas e 602 module using the anti-hcv ii reagent and generated reactive results of 1.75 coi and 1.86 coi. These samples were also tested using the fujirebio innolia hcv score assay, which generated negative results. H11 should be updated to state: two additional samples from the same patient were collected on an unknown date and tested on a cobas e 602 module used for investigation and using the anti-hcv ii reagent, generating reactive results of 1.75 coi and 1.86 coi. These samples were also tested using the fujirebio innolia hcv score assay, which generated negative results.